Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was provided and the vt was not terminated however, the rate dropped below the vt zone and the episode ended. In a different episode, atp and a shock were provided which ultimately put this patient into ventricular fibrillation (vf). A second shock successfully converted this patient back to slow vt. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.